Event description:
Pt had dental implants placed. The dental implants have abutment screws, which broke in this pt's case. That resulted in the implants being useless and prevented pt from having the appropriate treatment. Dose: 1. Frequency: 1. Dates of use: 2006 - 2009. Diagnosis: missing teeth or tooth.